Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging an audio tone/vibration (intermittent sound) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-aug-2019 with the following findings: during investigation, the original complaint of the intermittent sound was not duplicated. The sound worked properly. The pump was opened and there was no evidence of moisture inside. The battery compartment was found to be cracked.

Manufacturer narrative:
Correction: serial #:(B)(4).